Event description:
It was reported that the device broke into many small pieces during a procedure, but all the pieces were later retrieved out of the joint.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. An excessive amount of scratch wear marks with a pointy object were observed on the probe¿s insulation and lumen. The wear marks observed on the insulation were concentrated on the front of the probe. The broken and detached pieces of ceramic and electrode were returned with the unit. The probe's wand was bent (this is non bendable part number). The device history record of the reported lot number was reviewed. There were no manufacturing related discrepancies observed that could contribute or is related to this condition. Based on the returned unit¿s evaluation, the most probable root cause is user misuse. The wear marks observed are indicative of friction or scrapping with another pointy hard or rigid object or device during surgery (e.g. Cutter or shaver, hard tissue or bone), possibly when inserting or removing the probe into an obstructed passageway. It is possible that the probe was used as a tool for the mechanical displacement of tissue or bone, or as a prying or scrubbing tool, which may result in the damage to the tip. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided, once the investigation has been completed.

Event description:
It was reported that the device broke into many small pieces during a procedure, but all the pieces were later retrieved out of the joint.